Event description:
During follow-up, after an MRI procedure the device gave an incorrect longevity estimation. No intervention was performed; the patient was stable and there were no adverse consequences.